Event description:
On (B)(6) 2011, additional information was received when the oncologist reported that the patient had meningioma. He said the meningioma was a pre-vns condition that was discovered in 2002. The patient had gamma radiation performed in 2008 and then an MRI of her brain in (B)(6) 2011.

Event description:
On (B)(6) 2011 additional information was received when the nurse practitioner's assistant reported that the nurse hasn't seen the patient in 1.5 years and feels the radiation oncologist would be better suited to provide more information. Good faith attempts were made to the oncologist for additional information but no further information was received. If additional information is received, it will be reported.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2011, an MRI technician at a hospital reported that the vns patient was having an MRI performed because she was diagnosed with meningioma cancer. Additional information regarding the patient's cancer has been requested from the patient's nurse practitioner, particularly the relationship of the patient's cancer to vns; however no further information has been received to date. When additional information is received, it will be reported.